Manufacturer narrative:
(B)(4). The device is not available for investigation.

Event description:
During a laparoscopic cholecystectomy the specimen was properly put into the memobag. At the end of the intervention the bag was extracted through the orifice of the optical trocar and the bag tore at the level of the bottom of the bag. That left the gallbladder stuck in the orifice of the trocar. The gallbladder was pierced and bile spreaded into the abdominal cavity. We performed another laparoscopy in order to wash the abdominal cavity. The time of the intervention was increased. The time of the anesthesia was also increased and there was a risk of infection for the patient.

Manufacturer narrative:
Qn# (B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was not reported, the ohr review of the complained lot could not be completed. The defective device was returned for examination. Reported defect can be confirmed. One hole/rupture was found in the bottom part of memobag. The root cause of this complaint was determined as unintentional user error related. The defect was caused by use of excessive force (the foil around the hole is drawn/taut) which led to the rupture of the bag in the foil wall. As the root cause of this complaint was determined unintentional user error related, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
During a laparoscopic cholecystectomy the specimen was properly put into the memobag. At the end of the intervention the bag was extracted through the orifice of the optical trocar and the bag tore at the level of the bottom of the bag. That left the gallbladder stuck in the orifice of the trocar. The gallbladder was pierced and bile spreaded into the abdominal cavity. We performed another laparoscopy in order to wash the abdominal cavity. The time of the intervention was increased. The time of the anesthesia was also increased and there was a risk of infection for the patient.